Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported that six infusion set was fell off during use and infusion set is use for less than 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).